Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited undersensing of events occurring in blanking. It was noted that premature termination of mode switch was also observed. The ipg remains in use. No patient complications have been reported as a result of this event.